Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a anterior capsule tear during laser assisted cataract surgery. Additional information has been requested.

Manufacturer narrative:
Additional information provided in pt identifier, age/date of birth, describe event or problem, device evaluated by MFR?, evaluation codes, and additional MFR narrative.. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively (B)(4).

Event description:
Additional information received reporting the eye involved was the right eye.